Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an esophageal perforation and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was successfully deployed and released. The procedure went smoothly. Sometime after the procedure an esophageal perforation was observed, likely from the transesophageal echocardiogram (tee) probe. The patient was transferred to another hospital where an esophageal stent was placed and they were discharged to home. The patient has subsequently passed away. The cause of death is unknown at this time.

Manufacturer narrative:
Describe event or problem, other relevant history: updated. (B)(4).

Event description:
It was further reported that the esophageal tear likely occurred during the intra-op tee on (B)(6) 2018. However, the tear was not diagnosed until an esophogram on (B)(6) 2018. The esophageal stent was placed on (B)(6) 2018. The patient was discharged from that hospital to a nursing home on (B)(6) 2018. The patient returned to another emergency department the following day. The patient's hemoglobin was back down to 5.9 and his creatinine up to 2.9. The patient declined any sort of treatment. It was believed he was probably bleeding from the esophagus again. No imagining or testing was completed. It was reported he returned to the nursing home and enrolled in hospice. The date of death is unknown. The cause of death remains unknown.